Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the down and ok keypad buttons were requiring multiple presses to respond. The reporter confirmed that there was no known damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On examination, the keypad was intact. On testing up arrow, down arrow and contrast buttons had intermittent response the ok button was responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons.